Event description:
Upon changing a PICC dressing, noted the PICC catheter had a crack between the catheter and hub, blood was backed up and a small amount of blood/tpn was dripping from the cracked catheter upon close inspection. This catheter was placed on (B)(6) 2024. (14 days old). New PICC placed six hours ago started leaking between the catheter and hub. The PICC had to be removed on an infant. Requiring central tpn and IV drip medications.

Manufacturer narrative:
We received two catheters as a faulty sample. Sample #1: microscopic examination revealed a tear at the white wing. When the catheter tube was stretched and bent, the damage was more visible. The surface texture was rough and uneven indicating excessive tensile force. Sample # 2: the second faulty sample included an unused syringe (made by bd) and the catheter. Microscopic examination revealed an approx. 0.44 mm long tear immediately at the wing. In addition, a leak test was conducted in accordance with the procedures during production. The test device indicated that the catheter was not leak-proof and would therefore be disposed of during production. There are various events that can lead to a leaking catheter: tensile force-which may be caused by: dressing change - in some instances, the catheter can become adhered to the dressing and additional pulling is required to free it. Placing stress on the line could result in a tensile fracture. For babies-routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. Mechanical damage by a sharp instrument (for example scissors, toothed forceps, or scalpel) during dressing change. Alcohol-based disinfectant- concerning this, there are some warnings in the IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." Unfortunately, the customer did not specify whether the disinfectant used was water-based or alcohol-based. The IFU is also stated: do not kink the catheter or the extension line permanently to avoid damage to the catheter. A review of the batch records was performed, and no deviations were found. The batches complied with its specifications and were released. Please note that each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out during production. There are no further complaints for batches 8218988, 8212472, and 8208635 (product lot-24a037d, 23k009d), but one further complaint regarding a leaking catheter at the wing on code (B)(4) within the last three years. This query relates to all the complaints that have come to our attention worldwide. Corrective action: as the catheter worked well for 14 days and 6 hrs. Before the failure occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time.

Manufacturer narrative:
There were two occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2024-00061. The malfunctioning devices will be returned to the manufacturer and upon receipt, an investigation will be conducted. The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion.

Event description:
Upon changing a PICC dressing, noted the PICC catheter had a crack between the catheter and hub, blood was backed up and a small amount of blood/tpn was dripping from the cracked catheter upon close inspection. This catheter was placed on (B)(6) 2024 (14 days old). New PICC placed six hours ago started leaking between the catheter and hub. The PICC had to be removed on an infant requiring central tpn and IV drip medications.